Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. No device issues were identified, just that the cuff was too big; therefore, the cuff was removed and replaced with a smaller one. No additional patient complications were reported.